Manufacturer narrative:
Additional information regarding the event has been requested, but not received. Potential lot numbers - 3347127, 3351614, 3423972, and 3402955.

Event description:
It was reported that the plastic housing of a jelco® viavalve® safety IV catheter did not lock or click needle into chamber after the catheter had been placed, resulting in a needle exposure. No permanent injury was reported.

Manufacturer narrative:
Two used jelco® viavalve® safety IV catheters were returned for investigation. The device history records of all reported potential lot numbers were reviewed and no non-conformities were noted. A visual inspection of both samples was performed and no damage or other non-conformances were observed in the locking mechanisms or anywhere else that would contribute to the reported product issue. Functional testing of both devices found no non-conformances. Both samples locked out with minimal effort and remained locked when the housing was pushed back. The complaint was not confirmed, and no root cause was determined.